Manufacturer narrative:
A visual examination of the complaint device revealed a cut along the clear plastic side of the package. The section of the package that was found cut has its appearance without irregularities and the cut looks very clean. Under this condition the sterile barrier (sterile seal) of the product will be compromised. The noted failure likely occurred due to handling of the device without direct patient contact either during unpacking, preparation, or shipping; therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an 8 fr. Replacement kit (jinro pigtail) was unpacked on (B)(6) 2018. According to the complainant, during preparation, when they opened the box, they noted that the bag of the device was torn. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Device code relates to problem code for the reported event of seal compromised. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an 8 fr. Replacement kit (jinro pigtail) was unpacked on (B)(6) 2018. According to the complainant, during preparation, when they opened the box, they noted that the bag of the device was torn. There were no patient complications reported as a result of this event.